Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device¿s sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the superior and inferior surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed no evidence of thrombus within the pump. Of note, the patient underwent a transesophageal echo (tee) on (B)(6) 2017 and repeated computerized tomography (CT) confirmed thrombus in outflow graft; however no evidence of thrombus in the outflow graft could be verified during pathological evaluation. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that on admission ((B)(6) 2017) the patient was found to have a left heterogeneous pleural effusion on imaging. A thoracentesis was not performed until international normalized ratio (inr) was less than 2 and therefore anticoagulation was held. Pigtail drain placed by interventional pulmonary team on (B)(6) 2017. Pleural fluid exudative; nucleated cell count low at 1008. Cultures with no growth. Resumed anticoagulation therapy on (B)(6) 2017, no heparin bridge. On admission the patient was also noted to have enterococcus faecalis bacteremia. Considered gastrointestinal (gi) infection causing e. Faecalis bacteremia; however, computed tomography (CT) of the chest, abdomen and pelvis (cap) was unrevealing for abdominal pathology. Urine analysis and urine culture were benign. Driveline site was normal. Patient was started on vancomycin/zosyn which was narrowed to vancomycin once lab results returned. Blood cultures obtained every 48 hours until cleared on (B)(6) 2017. Continued medical management with intravenous antibiotics, followed by lifelong suppression with amoxicillin per transplant infectious disease. The patient was also noted to have increased frequency of suction alarm which were likely in part due to over-diuresis and also due to incidentally found left ventricular assist device (lvad) thrombus. On admission, the CT cap performed indicated "increased septation in the lvad outflow tract. This may represent displaced intimal flap, such as a dissection". At the time, lactate dehydrogenase (ldh) was normal, plasma free hemoglobin and haptoglobin were elevated and lvad was without low flows or high powers. Patient underwent a transesophageal echo (tee) on (B)(6) 2017 and repeated CT confirmed thrombus in outflow graft. Lvad exchange with tricuspid and atrioventricular valve repair was performed on (B)(6) 2017 with an implantable cardioverter defibrillator (ICD) lead extraction. Delayed chest closure was done on (B)(6) 2017 due to bleeding during surgery. No further patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a blood transfusion occurred in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced worsening heart failure. It was noted that the outflow graft of the left ventricular assist device (lvad) was occluded due to substance between the outflow graft and the tube graft. The pump was exchanged. No further patient complications have been reported as a result of this event.